Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007. Manufacturer reference: (B)(4).

Event description:
Information was received via the remake report in CAPA 24-007 that a remake of the appliance was requested as the screw came out of the hinge and the screw is not engaging, only spinning. No additional information has been provided.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: refer to CAPA 24-007 and hhe 2024-001 for the root cause. Manufacturer reference: (B)(4).